Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the safety broke off on a bd eclipse¿ needle and prevented medication injection. No serious injury or medical intervention was reported.

Event description:
It was reported that the safety broke off on a bd eclipse needle and prevented medication injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
No sample was returned for evaluation. During the review of DHR, no abnormality was found. No qn raised. There was no failure on the hub hook breakage and safety shield fall off/break off test which was performed during out-going inspection. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4) has been raised to address safety shield disengagement issue. The affected batch was produced before the CAPA implementation.

Manufacturer narrative:
Two actual samples in sealed package were returned for evaluation. The two unused actual samples were subjected to visual and eclipse safety shield inspection. No clogged needle was observed from the 2 samples. No hub hook breakage or safety shield fall off/break off was observed. (B)(4) has been raised to address safety shield disengagement issue. The affected batch was produced before the CAPA implementation. During the review of DHR, there was no failure observed on the hub hook breakage and safety shield fall off/break off test which was performed during out-going inspection. There was also no clogged needle observed during out-going inspection. As such we are unable to determine the root cause.

Event description:
It was reported that the safety broke off on a bd eclipse needle and prevented medication injection. No serious injury or medical intervention was reported.